Manufacturer narrative:
(B)(4). Analysis of the device determined the sheath failed to retract. Actuation rods became detached from the sheath. Handpiece with retractable needle.

Event description:
It was reported the there was a failure to extract the needles with the device, also stated as a failure to retract. The physician extended the needle length in order to make the needles more flexible before removing the hand piece from the patient. It was noted that after removal the teflon shielding on the needles had separated. It was reported this occurrence was the 2nd time this had happened; it was unclear if both occurrences were resolved in the same manner. Refer to manufacturer report # 3007566237-2013-00385 for first occurrence.